Event description:
It was reported during a wisdom teeth removal procedure, the electric pen drive overheated, the doctor could not hold on to it. Doctor was unable to move the device fast enough and burned the pt's upper left lip and lower right lip near the corners of the mouth.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Additional common device names are as follows: dzi, erl, hbe. Full lot number reported as 1045/5545187. Subject device has been received and evaluated. Reported issue was confirmed. Device has been repaired and returned to customer.